Manufacturer narrative:
Multiple attempts have been made to gather additional information. Since no serial number was provided no device history review could be performed. In addition, no product was returned for laboratory analysis. Should additional information be provided, or product returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explanted due to paravalular leak confirmed on echocardiogram. The valve was successfully replaced and there were no adverse patient effects. Additional information and product return has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.